Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards.

Event description:
It was reported that the bd¿ arterial cannula leaked blood after the insertion. The following information was provided by the initial reporter, translated from chinese: "the patient underwent pulmonary nodule resection, arterial pressure measurement before anesthesia, arterial puncture catheterization, and blood leakage was found after a successful insertion."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ arterial cannula leaked blood after the insertion. The following information was provided by the initial reporter, translated from chinese: "the patient underwent pulmonary nodule resection, arterial pressure measurement before anesthesia, arterial puncture catheterization, and blood leakage was found after a successful insertion."